Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 46 mg/dl. Customer treated their low blood glucose by eating food. Customer advised their sensor needle was off and they were advised a replacement sensor will be sent out.